Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 2/13/2023, it was reported by a sales representative via email that an ar-1588tnt acl-fibertag-tightrope abs suture broke during tensioning. This was discovered during an aclr procedure on (B)(6) 2023. Additional information received on 2/14/2023: the graft was inside the patient; however, the tightrope broke outside the body. All residual tightrope suture was retrieved. The surgeon passed two ar-7235 fiberlinks through the fibertag, which was still attached to the graft via whipstitch. Surgeon was able to pull the graft back into the tibial tunnel, tension and tie off over an ar-1588tb-5 abs button. An ar-1593-bc implant system was then used in secondary fixation kit.